Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. It was noted the defib conductor was distorted and the lead was damaged at implant.

Event description:
It was reported that during implant attempt, the physician was unable to implant the lead in the right ventricular apex. The lead was explanted and a new lead was implanted in the septum. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.